Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type ia endoleak was observed nine years and five months post implant. An endurant aortic cuff and aptus endoanchors were implanted approximately six weeks later and the endoleak resolved. A wound infection was discovered 17 days later. There was swelling drainage and redness in the left groin. Medication was given. The infection had not resolved but the patient was continuing with treatment and was discharged from the medical facility. It was noted in the radiology report that the cause of endoleak is described as there was tilting of the aneurx stent graft, due to the patient's anatomy. The investigator assessed the infection to be procedure related. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.